Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu3287 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when performing puncture, the operator found that the peelable sheath in seldinger was uneven at the proximal end, with one dot-like bulge.

Event description:
It was reported that when performing puncture, the operator found that the peelable sheath in seldinger was uneven at the proximal end, with one dot-like bulge.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult introducer insertion was confirmed; however, the root cause was not identified. The product returned for evaluation was one 5fr microintroducer dilator/sheath. The sample was received assembled, with the dilator inlaid through the sheath. Usage residue were observed throughout the sample. The tip exhibited deformation. Microscopic inspection of the sheath confirmed tip deformation. Buckling and longitudinal splitting were observed. The transition between the sheath and dilator appeared to be more abrupt than that of a similar non-complainant device. The tip deformation was consistent with the report of difficult introducer insertion. Both the rough transition and insertion technique may have contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. Reynosa evaluation complaint due to ¿peelable sheath was uneven at the proximal end¿ was confirmed but the exact cause is unknown. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual performed at vad lab the following was concluded: the vessel dilator was found within the sheath. The red tabs appeared to be intact. A closer view of the grey sheath revealed the distal tip bunched/ bubbled. The uneven sheath tip appeared to be caused by insertion against resistance. Blood residue was observed through the sample. Damage during the manufacturing process may be a potential root cause/contributor to the observed sheath damage but also a manipulation of the sample could be a potential factor as well. The bunched tip showed in the pictures cannot be concluded at this point as manufacturing process related issue. No findings from the DHR review indicated a manufacturing/processing related event. Possible contribution factors: risks of damage during clinical procedure, handling or use etc. Therefore, as the definitive root cause of this damage could not be determined the cause of this condition remains unknown.